Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of one knob was missing. It was also noted that the hanger assembly was broken, an error occurred three times as the main printed circuit board (pcb) was out of specification - electrical, capacitor c277 was damaged on main pcb, the upper case was broken, the on/off and down arrow buttons are flat (out of specification mechanical), the encoder assembly and three knobs were contaminated, the battery drawer sticks (after initial inspection), the lower case was broken and the display wires were pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the decorative knob for the lower screen of the external pulse generator (epg) was found missing and it was noted that the knob fell off. It was noted that the potentiometer switch inside was seated properly and worked. It was noted that the user felt there may be some missing adhesive. The product has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.